Event description:
It was reported that the balloon an intermate burst shortly after filling the device with 2g ceftazidime kabi. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample has been requested. If additional relevant information is obtained, a supplemental report will be submitted.